Event description:
The customer stated that she performed control tests and received results of 181 and 196 mg/dl. While troubleshooting, she performed 4 more control tests and received results of 176, 188, 253, and 182 mg/dl. The normal control range is 85-125 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.